Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of the valve exhibiting central regurgitation was unable to be confirmed due to a lack of medical records and relevant imagery. Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, over inflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. The implanted transcatheter heart valve (thv) was dilated with a 24mm balloon beyond its nominal pressure. This overexpansion could increase the risk of suboptimal valve leaflet coaptation, potentially resulting in central regurgitation, as reported. In this case, available information suggests that procedural factors (valve over-expanded) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
During a transcatheter pulmonic valve replacement (tpvr) (inside of a non-edwards valve) using a 23mm sapien 3 valve, angiography showed wide open pulmonic insufficiency (pi). The decision was made to deploy another 26mm sapien 3 ultra valve. The valve was deployed successfully, and the pi was resolved. Follow up indicated that the need for a second valve was due to the leaflet of the 23mm s3 being stuck post the post-dilation balloon.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to b5 and b7. Correction to h6; type of investigation, and investigation findings. The reported event of central regurgitation was confirmed based on a review of the received medical records.

Event description:
Per medical record review, the patient presented with stenosis of a non-edwards valve in the rv-pa conduit. Under anesthesia and using a 24fr gore dry seal, the patient had a pre-dilation using a 24mm balloon followed by a valve in valve (viv) with a 23mm sapien 3 in the pulmonic position via transfemoral approach. A post dilation was performed with a 24mm balloon resulting in free pulmonary insufficiency and a 25mm gradient between rv and main pa. A second 26 sapien 3 was implanted and again post dilated again using a 24mm high-pressure balloon resulting in rv to main pa gradient of 18mmhg and no pulmonary insufficiency. No procedural complications or edwards device malfunctions were listed.